Event description:
The core universal driver was sent for eval because it was allegedly running without user activation. It is unk if there was pt involvement and/or if adverse consequences were reported.

Manufacturer narrative:
Quality eval could not duplicate the comment for run on without user activation, and found the flexs burnt; the sockets burnt and corroded, and additional corrosion damage was noted within the internal components of the device.